Event description:
A device report received from (B)(4) indicates an (B)(4) study in (b)() reported: during a procedure on an unknown date surgeon was inserting two screws, a 2.7 cortex and a 2.7 locking screw, and both screws broke. Surgeon did not retrieve the shafts, both screw shafts remain in the patient's bone. This is two of two reports for this event.

Manufacturer narrative:
Subject device was not explanted. Unable to provide the manufacturer, PMA/510k number and/or the date of the manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.